Event description:
Pt reported obtaining back-to-back blood glucose results, of 76 mg/dl on a professional meter and 357 mg/dl on the advantage test system. The discrepant results were obtained in the hosp while the pt was being treated for hypoglycemia. The pt received IV glucose while at the hosp. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.